Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during priming, the impella initially identified the catheter as a prior-generation device with a gray power cable, causing the prime to abort. Priming was restarted and completed successfully. It was confirmed that the impella was not detected upon connection. Consequently, the external power module (epm) automatically reset after 20 seconds. Following the reset, the pump still was not detected. After restarting the system, the pump connected and was successfully recognized. The pump was then started at p-level 9. Shortly after, the console displayed an impella flow low alarm along with a suction detection error message, which persisted throughout the procedure until the pump flow was reduced. The console was later shut down.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the pump detection issue could not be determined, as the issue could not be reproduced.